Event description:
It was reported that during initial implant procedure after implanting patient's right ventricular (rv) lead patient experienced extra cardiac stimulation. It was also noted that patient experienced arrhythmia and low blood pressure. Patient was treated with epinephrine and intubated. The patient was stable after procedure.